Event description:
It was reported that the pt's pump was refilled the day prior to this report. A bridge bolus was performed at that time to change the morphine concentration from 5 mg/ml to 23 mg/ml with a daily dose of 3.777 mg/day. The programmer strips showed there were 69 hours to complete the bolus; review of the "numbers provided" revealed that the bolus should have run for 6 hours. It was indicated that the catheter volume used "doesn't look right". The pt presented to the emergency room with withdrawal (inadequate pain relief). The hcp planned to admit the pt to the hospital and give her oral medications.

Manufacturer narrative:
(B) (4).